Event description:
It was reported that during photoselective vaporization of the prostate procedure, the fiber vaporization beam diminished. A second fiber was used to complete the procedure with no clinical consequences to the patient. The fiber was returned and analysis identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the distal circumferential fracture identified during visual analysis probably contributed to the diminished vaporization event. The reported event is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the fracture occurred due to elevated temperature near the laser beam output window. Analysis identified moderate detritus adhesion on the metal cap surface probably contributing to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that there was a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The glass cap exhibits moderate significant devitrification at output window. The metal cap exhibited some charred debris adhesion on surface which is indicative of tissue contact. The connector cone, segments and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. The glass cap was slightly moving independently of the metal cap, which is indicative of epoxy failure. Labeling review: a review of device instructions for use (IFU) was performed. The IFU state: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.